Manufacturer narrative:
An event of regurgitation post-procedure and perivalvular leak were reported. Also noted that the cause of the aortic regurgitation is related to a notable perivalvular leak due to abbott valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported incidents could not conclusively be determined. The reported surgical intervention was under case specific circumstances as device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm masters series heart coated aortic valved graft was successfully implanted in a patient. The annular dimensions of the patient's native aortic valve were not given. There was no difficulty experienced attempting to implant the 21mm masters series heart coated aortic valved graft. Post-procedure, it was noted that the patient had aortic regurgitation. The decision was made explant the 21mm masters series heart coated aortic valved graft and replace it was a 21mm regent heart valve with flex cuff and non-abbott graft device. The patient was removed off cardiopulmonary bypass (cpb) and then put back on cpb for further intervention. There was a clinically significant delay in procedure, but the patient was medically managed. The patient did not have any other clinical signs or symptoms after this event and no initial or prolonged hospitalization. The cause of the aortic regurgitation is related to a notable perivalvular leak of the 21mm masters series heart coated aortic valved graft. The patient was stable at the time of report.